Event description:
It was reported that a patient underwent a pelvic floor repair procedure on an unknown date and mesh was implanted. The patient experienced mesh erosion into bladder and underwent a repair procedure in 2008. She had further problems with pain and urinary tract infections. The mesh was removed in january 2014. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.